Manufacturer narrative:
Unit received with constant pump error 38 during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant pump error. Unable to verify pump error 43 or pump error 130 or no delivery/occlusion alarm due to constant pump error.

Event description:
The customer reported via phone call that the insulin pump had change in hall sensor moment detected alarm and motor motion error alarm. Customer¿s blood glucose level was 69 mg/dl. Customer declined to troubleshooting for low blood glucose. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.